Event description:
It was reported that this right ventricular (rv) lead was not operating right due "to a combination of things". This rv lead was explanted and replaced. No additional adverse patient effects were reported.